Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was set to the incorrect units of measurement (mmol/l). The complaint was classified based on information obtained by medical surveillance (ms) in a follow-up call the patient reported that the meter issue occurred on (B)(6) 2014 at 02:00pm. The patient explained to ms that he had noticed that the units of measure had changed, but was unsure about how to interpret the results or how to change the units of measure back. He alleged that he did not have any other meter to test on. The patient detailed that he manages his diabetes with a combination of metformin pills, diet and exercise, and denied making any changes to his usual diabetes management regime in response to the alleged issue. The patient claimed that ¿one hour¿ after the meter issue occurred, he developed a symptom of feeling ¿nervous¿, which he associated with hyperglycemia, and that he presented at a doctor¿s office ¿around four hours later¿, where he had a blood glucose test performed at 07:30pm on (B)(6) 2014, on a clinic meter, which gave a result of ¿over 500mg/dl¿ and was treated by a healthcare professional (hcp) with ¿insulin and fluids¿. At the time of troubleshooting, the cca noted that the units of measure had previously been set correctly and that they had been recently changed in the settings. The patient was aware that the units of measure were incorrectly set. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury and was treated by a hcp for a hyperglycemic event after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.